Event description:
The customer reported a leak from the reagent probe a of a unicel dxc 800 synchron system. The customer stated that all the tubing connections to the probe and reagent syringe had been checked and verified. The customer wore personal protective equipment (ppe) consisting of gloves and a lab coat at the time of event and there was no report of exposure or injury. The customer indicated that quality control (qc) was not affected and there were no erroneous results generated. There was no change or impact to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched and observed material in the collar wash valve. The fse proceeded to clean the valve and repair was verified per established procedures.

Manufacturer narrative:
(B)(4).